Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The returned guidewire was broken approximately at 192.5 cm from the proximal end; besides, this section was kinked approximately at 2 cm and 37.5 cm from the proximal end. The another returned section measured approximately 137.5 cm from the distal end. It is important to mention that the ends of the broken section showed rotational wear. The distal tip was slightly bent. No more damages were encountered in the device. Dimensional inspection of the outer diameter (od) of distal tip, od of the middle and od of the proximal section were performed and were within specifications. However, the overall length of the device could not be performed due to the device condition.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good. It was further reported that the burr and rotawire got locked inside the guiding catheter and that rotawire separation occurred outside patient during removal attempt. Also, it was possible that the wire was damaged when the burr and rotawire got locked.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The returned guidewire was broken approximately at 192.5 cm from the proximal end; besides, this section was kinked approximately at 2 cm and 37.5 cm from the proximal end. The another returned section measured approximately 137.5 cm from the distal end. It is important to mention that the ends of the broken section showed rotational wear. The distal tip was slightly bent. No more damages were encountered in the device. Dimensional inspection of the outer diameter (od) of distal tip, od of the middle and od of the proximal section were performed and were within specifications. However, the overall length of the device could not be performed due to the device condition.

Event description:
It was reported that the burr was stuck on the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr was stuck on the wire and were removed together as a unit as they were not able to be separated inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported and patient was good.